Event description:
It was reported that the patient presented with distended jugular veins and complained of dizziness, shortness of breath and weakness. The right atrial (ra) lead exhibited undersensing of p waves, high impedance and no capture. Unipolar pacing caused pectoral stimulation. It was also noted that there was a high threshold warning. An echocardiogram showed a large pericardial effusion with tamponade. The lead had was reported to have dislodged and caused perforation. The patient required pericardiocentesis. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.